Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, far-field and near-field oversensing due to noise were noted on the right ventricular (rv) lead. Technical support was contacted which resulting in the rv lead being capped and replaced. The patient was stable.